Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading 288 mg/dl, which was treated with a manual injection. The customer's mother stated that she noticed that the act button did not respond when she was attempting to program her son's bolus. She stated that the numbers on the screen began scrolling when she tried to enter the carbohydrates value. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with intermittent buttons due to corroded keypad traces. No ramping display anomaly was noted. The device was received with a cracked case at the display window corners and cracked battery tube threads. A minor scratched lcd window was also noted.